Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the coating material of the connecting tube of the bronchovideoscope was peeling. There were no reports of patient involvement.

Manufacturer narrative:
Correction: g3: aware date: 29 jul 2024. H4: manufacturing date: 13 apr 2016. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.